Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 27, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (updated lot number). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 4114, 11, 3331, 3259, 4307). Method code #1: 4114 - device not returned. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was not returned for evaluation. A retention sample from the same product/lot number combination was tested and found to be functioning properly. The root cause of the issue has been determined to be a high insertion force during assembly of the thermistor into the oxygenator module coupled with exposure to extreme temperature fluctuations. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, the temperature was not showing on the arterial thermistor. They continued using the oxygenator, however, they replaced thermistor probe. *no known impact or consequence to patient. *the product was not changed out. *the surgery was completed successfully.